Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The guide wire was returned for evaluation. The returned guide wire was deformed into a hook for approximately 40mm from the tip. The polymer jacket was peeled off for approximately 18-21mm from the tip where stretching of the coil wire was observed. The torn end of the polymer jacket indicated that tensile stress had contributed to peeling of the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied on the guide wire while the wire tip was being trapped likely by the small vein. As the coil wire stretched, the polymer jacket was also pulled apart and eventually torn off when the tensile stress exceeded its elasticity. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be ruled out that some fragment(s) of the torn polymer jacket might be left in the anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi guide wire peeled off during a thrombectomy to treat superior vena cava syndrome. Via the right brachial vein, a 4.2 fr. Angio catheter was delivered to the axillo-subclavian vein followed by the asahi guide wire. Wire crossing was difficult as the guide wire deviated towards the azygos vein. The physician removed the guide wire from the anatomy when peeling of the polymer jacket was recognized. A new guide wire of the same brand was replaced, however, failed to reach the lesion. When the second guide wire was removed, the polymer jacket was found peeled off. A new guide wire was again replaced to resume the procedure and treatment was successfully completed. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.